Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's dental provider sent a letter of recommendation (lor) to cease treatment excessive overbite and very bad teeth crowning. The patient also had to get a root canal due to nerve damage along with sensitivity, dental work,:discomfort: and pain.